Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was booting to a blank left screen, while the right screen did not boot into the application at all. Service requested / performed: evaluation / repair. Investigation summary: a review of the device history found that the hard drives were replaced on 03/30/2018 under #22867/ 300115847. The age of the hard drives was 3 years at the time of the reported issue. The root cause of the issue is considered to be hard drive failure due to lack of preventative maintenance. Investigation of the reported issue found the root cause of the issue to be due to overdue maintenance. Hard drives are routine service components and are expected to be replaced periodically or as indicated (preventative maintenance). This does not suggest a nihon kohden device deficiency or malfunction.

Event description:
The customer reported that the central nurse's station (cns) was booting to a blank left screen, while the right screen did not boot into the application at all.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) boots a blank left screen, while the right screen did not boot into the application at all. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: on (B)(6) 2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: on (B)(6) 2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: on (B)(6) 2021 emailed customer via (B)(6) for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) boots a blank left screen, while the right screen did not boot into the application at all.